Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no information was provided.

Event description:
It was reported that shaft break occurred. A 6.0x30x135cm express ld iliac / biliary stent was selected for treatment of peripheral artery disease. However, prior to the procedure, it looked like the tech failed to flush the hoop as there was too much resistance with the device, and the shaft separated at the proximal third. The procedure was completed with another device. No patient complications were reported.